Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9050866 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text: see h.10.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter (chinese translation), "the patient was admitted to hospital on (B)(6) 2019 due to "difficulty of urination for 3 days accompanied by abdominal swelling pain" and was diagnosed as: 1. Acute urinary retention 2. Prostate hyperplasia 3. Hypertension. After admission to the hospital on (B)(6) 2019 in the general anaesthetic down the urethra prostate plasma electrocution, after surgery to protect the stomach mucosa, nutritional support rehydration and other symptomatic treatment. On the morning of (B)(6) 2019, when the nurse infusion for the patient, the intravenous needle, connected to the infusion tube, found that in close to the heparin cap and transparent silicone tube connection there is a small eye, resulting in leakage phenomenon when the infusion, found that the case immediately after the nurse removed the retention needle, and the patient and family to do a good job of explaining, re-replacement of the retention needle, after the examination is intact, the patient is treated with intravenous puncture fluids, which leads to the patient's secondary intravenous puncture pain."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter ((B)(6)), "the patient was admitted to hospital on (B)(6) 2019 due to "difficulty of urination for 3 days accompanied by abdominal swelling pain" and was diagnosed as: acute urinary retention, prostate hyperplasia, hypertension. After admission to the hospital on (B)(6) in the general anaesthetic down the urethra prostate plasma electrocution, after surgery to protect the stomach mucosa, nutritional support rehydration and other symptomatic treatment. On the morning of (B)(6), when the nurse infusion for the patient, the intravenous needle, connected to the infusion tube, found that in close to the heparin cap and transparent silicone tube connection there is a small eye, resulting in leakage phenomenon when the infusion, found that the case immediately after the nurse removed the retention needle, and the patient and family to do a good job of explaining, re-replacement of the retention needle, after the examination is intact, the patient is treated with intravenous puncture fluids, which leads to the patient's secondary intravenous puncture pain."